Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously high sodium (na) results for an unk number of pts. No erroneous results were reported out of the lab. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer reported that prior to each event, the ion selective electrode (ise) system was calibrated and the quality control (qc) results were within the lab's established ranges. Upon startup after the analyzer had been in standby, the na result on the first samples were unbelievably high. When the samples were repeated, the na results were normal. The customer noted that there were bubbles in the tubing that goes to the bottom chamber of the ratio pump.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and rebuilt the ratio pump. The fse also replaced the flow cell. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.